Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the computer crashed. He replaced the b380 card and reloaded the application. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No patient injury was reported.